Event description:
The customer received questionable ion selective electrode (ise) sodium and potassium results for one patient sample. The initial sodium result was 125 mmol/l with data flags and the initial potassium result was 3.7 mmol/l. These results were reported outside the laboratory and were questioned by the doctor. The patient was redrawn and the sodium result was 134 mmol/l. The original sample was repeated on another analyzer serial number (B)(4). The sodium result was 134.9 (135) mmol/l and the potassium result was 4.35 mmol/l. The repeat results were considered to be correct. The customer stated there was no adverse event for the patient because the physician questioned the result. The sodium electrode lot number was p62 with an expiration date of 03/31/2013. The potassium electrode lot number was x87 with an expiration date of 03/31/2013. The customer declined a field service representative visit because preventive maintenance (pm) was performed on this analyzer after the event and they have not had any additional issues.